Event description:
Patient states the information on her pump was not present and would not load her cartridge. (B)(4). Patient has another pump that she is using and has not missed any medication. Replacement pump sent. Dose or amount: remodulin 95 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2013 to current. Diagnosis or reason for use: pah.